Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced one usual meal and then promptly announced another larger-than-usual meal, after which the user experienced prolonged low blood glucose, with a documented nadir of 39 mg/dl and approximately two hours below range; the event was categorized as an incorrect meal size under meal announcements with low glucose noted, and the user consumed two sugar-sweetened beverages to raise glucose. Symptoms included feeling delirious. Outcomes included transient functional impact without medical intervention or hospitalization. Investigation included complaint intake and troubleshooting with education provided. Investigation of this case revealed user handling related to meal announcement as the likely contributor to insulin dosing relative to carbohydrate intake, consistent with previously characterized use-related error patterns. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with incorrect meal size entry.